Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field over sensing (ffos) on the atrial channel. Technical services (ts) determined ffos caused the inappropriate atrial tachy response episodes and provided reprogramming recommendations. This device remains in service. No adverse patient effects were reported.